Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tnl) result from a single ER pt that was generated by the access 2 instrument. The accu tnl result from sample a was 0.57ng/ml. - the accu tnl result was reported out of the lab. On the next day of fresh sample (b) was collected from the pt and tested for accu tnl. - the accu tnl result from sample b was 0.08ng/ml and the result was reported out of the lab. After sample b result was reported, the doctor questioned the accu tnl results and requested to re-run the sample a. - the accu tnl result on repeated sample a was 0.04ng/ml. A corrected report was issued. The customer indicated that there has been no change to pt treatment attributed to or connected to this event.